Manufacturer narrative:
(B)(6). The device history record was obtained and reviewed for lot sp16h12-1173474. The lot passed visual and functional inspection. The coupler ring separation force results noted in the DHR for this lot were within specification. The coupler ring retention force test results were within specification. A 100% functional alignment testing was performed on each device during the manufacturing process. In addition, 100% visual inspection for broken or missing parts was performed. The released product met specification. Product was not returned. Physical description could not be obtained. Functional testing could not be performed. The root cause of the event could not be determined. The DHR review indicates that the lot met specification. There is no immediate evidence to support why the rings became misaligned during use. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2.0mm gem microvascular anastomotic coupler was selected for a venous anastomosis. The coupler rings did not align up when closed, so the pins did not match up and lock in to the opposing ring. The anastomosis had to be redone with a different coupler implant. Another 2.0mm coupler from the same lot was used with no issues. No adverse patient impact was reported.